Event description:
On follow-up it was confirmed that there was no patient or staff impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the surgeon was drilling and realised that the bur suddenly stopped moving/functioning, after he took it out, then he realised that the inner pin was broken. No patient impact reported. The procedure was completed with backup product(s).

Manufacturer narrative:
H3: product analysis: evaluation of the device determined distal portion of bur wire was in a sterilization pouch. Bur wire fracture was in the middle portion of the ø.020 section of the bur wire. This failure is consistent with fatigue failure of the smallest diameter while transmitting torque from the handpiece to the cutting elements. The device has a limited period of use in order to provide the curved tube and visibility. The likely cause was identified as either duration of use greater than designed for or high torsional loads, leading to fatigue failure of the wire shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.